Event description:
Customer reported that after extubation was performed as the patient had been recovered, a doctor at hospital confirmed vocal cord edema and reintubation was performed. The cuff pressure was managed to be kept around 25cmh20. The reporter indicated that additional information may be provided at a later date.